Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump returned motor error alarms and no delivery alarms. Blood glucose level was 307 mg/dl at the time of the call. Customer reported that she had ketones. Customer reported that the no delivery alarm was resolved by a set change. Customer stated did not recall any significant events leading up to the motor error alarm. No further information was provided.